Manufacturer narrative:
(B)(4).

Event description:
This device was explanted due to low impedance and no capture. During testing at the lead revision, numbers were normal. Unable to determine issue with device, so device was replaced.

Manufacturer narrative:
The device was received and analyzed. The ICD was interrogated and the memory content was inspected. In agreement with the clinical observation, the impedance trend documented a right ventricular lead impedance less than 200 ohms between (B)(6) 2016. Therefore, the impedance measurement functions of the device were tested and proved to be fully functional. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. During analysis of the device memory content, a low right ventricular lead impedance was documented. However, a thorough analysis of the ICD, especially of the impedance measurement functions, proved the device to be fully functional. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.